Event description:
It was reported that the sips dual 2 minute tip fell off and into the surgical site during a procedure. The tip was removed by hand and the procedure was completed successfully with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
Customer discarded.